Event description:
Device malfunction: premature, partial deployment. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during a common carotid artery stenting procedure the xact stent delivery system (sds) was prepared without issue. While the sds was being advanced near the target lesion, but still in the 6 fr introducer sheath, it was fluoroscopically noticed that the stent had partially deployed. The sds was removed and the procedure was completed using another stent. There was no significant delay in treatment and no adverse patient effect. Cath lab staff could not confirm if the actuator might have been accidentally turned during device preparation. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device revealed the first row of the distal end of the xact stent implant was partially deployed where the distal outer sheath was retraced proximal to the tip. The introducer sheath used in the case was not returned, which may have aided in the evaluation. There were no reported anomalies to the catheter or stent observed during the delivery system preparation and inspection; this suggests that most likely the noted premature deployment occurred in the anatomy due to user techniques applied in the procedure. Device analysis did not demonstrate any product deficiency, which could have contributed to the event. A definitive root cause for the stent premature deployment could not be determined, although the event is likely related to operational context to the device. It is possible that if the deployment actuator is inadvertently rotated prior to or during insertion into the vasculature, the stent may partially deploy. Factors that may contribute to premature deployment inside the body include, but are not limited to, patient anatomical characteristics, catheter advancement and placement techniques, accessory device support dimensions, and inadvertent rotation of the handle actuator. A review of the device lot history records revealed that the device met acceptance criteria. At the final pack visual inspection and check list, all parameters passed 100% inspections. In addition, upon review of query of the complaint-handling database, incident similarity was not identified for this part and lot combination, which suggests that there are no lot specific product quality deficiencies. During manufacturing, xact is 100% visually inspected before packaging.